Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 975389, 12530959) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yasmin from 2010 to 2011 and iud nos from 2009 to 2010. Concomitant products included fluoxetine hydrochloride (prozac), testosterone and valaciclovir (valacyclovir). In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdomen pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight fluctuation ("weight gain/loss specify:"), constipation ("gastrointestinal or digestive system condition ¿ constipation"), alopecia ("hair loss") and back pain ("back pain") and was found to have blood oestrogen decreased ("hormonal changes ¿ low estrogen") and blood testosterone decreased ("hormaonal changes: low testosterone"). The patient was treated with surgery (anticipated or scheduled date: 2018 and ablation). At the time of the report, the abdominal pain lower, genital haemorrhage, abdominal pain, blood oestrogen decreased, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight fluctuation, constipation, alopecia, blood testosterone decreased and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, blood oestrogen decreased, blood testosterone decreased, constipation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Lot number: 12530959 manufacture date: 2012-05 expiration date: (B)(6) 2015. Lot number: 975389 manufacture date: 2012-04 expiration date: (B)(6) 2015. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident we received a lot numberthis case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen pain') and genital haemorrhage ('abnormal bleeding (general) in an adult female patient who had essure (batch no. 975389, 12530959) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: yasmin from 2010 to 2011 and iud nos from 2009 to 2010. Concomitant products included fluoxetine hydrochloride (prozac), testosterone and valaciclovir (valacyclovir). In (B)(6) of 2012, the patient had essure inserted. In (B)(6) of 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy (miscariage). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abortion spontaneous ("miscarriage"), abdominal pain ("abdomen pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping), dyspareunia ("dyspareunia (painful sexual intercourse), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight fluctuation ("weight gain/loss specify:"), constipation ("gastrointestinal or digestive system condition constipation"), alopecia ("hair loss") and back pain ("back pain") and was found to have blood oestrogen decreased ("hormonal changes low estrogen") and blood testosterone decreased ("hormaonal changes: low testosterone"). The patient was treated with surgery (anticipated or scheduled date: 2018 and ablation). At the time of the report, the abdominal pain lower, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, abdominal pain, blood oestrogen decreased, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight fluctuation, constipation, alopecia, blood testosterone decreased and back pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, back pain, bladder disorder, blood oestrogen decreased, blood testosterone decreased, constipation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pregnancy with contraceptive device, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - in (B)(6) of 2012: total bilateral occlusion. Lot number: 12530959 manufacture date: 2012-05 expiration date: 2015-03 . Lot number: 975389 manufacture date: 2012-04 expiration date: 2015-04 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 975389, 12530959) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yasmin from 2010 to 2011 and iud nos from 2009 to 2010. Concomitant products included fluoxetine hydrochloride (prozac), testosterone and valaciclovir (valacyclovir). In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdomen pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight fluctuation ("weight gain/loss specify: "), constipation ("gastrointestinal or digestive system condition ¿ constipation"), alopecia ("hair loss") and back pain ("back pain") and was found to have blood oestrogen decreased ("hormonal changes ¿ low estrogen") and blood testosterone decreased ("hormaonal changes: low testosterone"). The patient was treated with surgery (anticipated or scheduled date: 2018 and ablation). At the time of the report, the abdominal pain lower, genital haemorrhage, abdominal pain, blood oestrogen decreased, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight fluctuation, constipation, alopecia, blood testosterone decreased and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, blood oestrogen decreased, blood testosterone decreased, constipation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jul-2019: pfs received. This case is incident now. The previously reported event injury was replaced with hormonal changes ¿ low estrogen; abnormal bleeding (general); abnormal bleeding (vaginal,menorrhagia); bladder or urinary problems or changes; migraines / headaches; nausea; dysmenorrhea (cramping); dyspareunia (painful sexual intercourse); pain; vaginal discharge; fatigue; weight gain / loss; gastrointestinal or digestive system condition ¿ constipation; hair loss, abdominal pain , abdominal pain lower and back pain were added. Patient's medical history was added, lot number added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 975389, 12530959) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: yasmin from 2010 to 2011 and iud nos from 2009 to 2010. Concomitant products included fluoxetine hydrochloride (prozac), testosterone and valaciclovir (valacyclovir). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy (miscariage)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abortion spontaneous ("miscarriage"), abdominal pain ("abdomen pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight fluctuation ("weight gain/loss specify:"), constipation ("gastrointestinal or digestive system condition ¿ constipation"), alopecia ("hair loss") and back pain ("back pain") and was found to have blood oestrogen decreased ("hormonal changes ¿ low estrogen") and blood testosterone decreased ("hormaonal changes: low testosterone"). The patient was treated with surgery (anticipated or scheduled date: 2018 and ablation). At the time of the report, the abdominal pain lower, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, abdominal pain, blood oestrogen decreased, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight fluctuation, constipation, alopecia, blood testosterone decreased and back pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, back pain, bladder disorder, blood oestrogen decreased, blood testosterone decreased, constipation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pregnancy with contraceptive device, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - in november 2012: total bilateral occlusion. Lot number: 12530959 manufacture date: 2012-05 expiration date: 2015-03. Lot number: 975389 manufacture date: 2012-04 expiration date: 2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: pfs received- new event pregnancy(miscarriage), miscarriage and device ineffective were added. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.